Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the doctor reported that during the procedure the handle stopped working. The doctor had previously reported friction and incorrect operation of the handle. The surgery went from being endoscopic to converted (open sky).

Manufacturer narrative:
Correction in section d2 for product code. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: as the device in question was not returned by the customer, a physical investigation of the product itself could not be performed. However, the available information has been reviewed. Based on the available information, the most probable root cause is that the motor has failed due to insufficient maintenance and care. After use, the motor must be rinsed and cleaned, and then the shaver must be oiled. Thus, it is concluded, that the issue caused by user error. The event is filed under internal karl storz complaint ID: (B)(4).